Event description:
It was reported that this patient underwent a device change out due to normal battery depletion. It was noted that this right ventricular (rv) lead exhibited high out of range pacing impedances and defibrillation threshold (dft) testing was going to be during the change out procedure. However, this device remains in service. No additional adverse patient effects were reported.